Manufacturer narrative:
Prior to the steris service technician arriving onsite, the user facility had already repaired the reliance synergy washer. The technician inspected the washer and found it to be operating properly. The washer is not under steris service agreement for maintenance activities; all maintenance is performed by the user facility. Review of service records indicates steris has not been contacted to perform any service activities since (B)(6) 2017. The user facility declined to provide information on the repair that they performed and the cause of the leak. The reliance synergy washer operator manual states (pp 1-1), "warning - personal injury and/or equipment damage hazard: regularly scheduled preventive maintenance is required for safe and reliable operation of this equipment. Contact steris to schedule preventive maintenance or obtain the necessary maintenance manual if preventive maintenance is performed by customer." The technician counseled the user facility on the importance of performing proper preventive maintenance for their reliance synergy washer. No additional issues have been reported.

Event description:
The user facility reported that an employee slipped and fell on detergent or water leaking from their reliance synergy washer. Medical treatment was sought.